Manufacturer narrative:
H3: the pump was returned and analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported that the patient was receiving fentanyl (4,989.5 mcg/ml at 1,717.4 mcg/day), bupivacaine (30 mg/ml at 10.326 mg/day), and clonidine (249.4 mcg/ml at 85.84 mcg/day) at the time of the event.

Manufacturer narrative:
The pump was returned and passed all testing in the laboratory and no anomalies were identified. The catheter was returned and damage to the transition tubing was found. Product ID: 8835, serial# (B)(4), product type: programmer, patient; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable drug delivery pump. It was reported that the patient had a normal pump refill and the only change made was the personal therapy manager (ptm) settings and daily dose. The rep confirmed with the healthcare provider (hcp) that there were no drug/concentration changes and no boluses were programmed. The rep reported that the ptm settings had changed from 12/day for the maximum down to 6/day, 6/24 hrs dri, and 2 hr loi. The rep stated that the patient tried to give themselves a bolus around 3:25 pm today ((B)(6) 2020); however the rep saw that the patient was locked out for 10 hours and 41 minutes. The rep stated that the patient had an 8835 ptm and they had requested one bolus this morning prior to the refill. Technical services (tss) reviewed that according to this information, there was no reason why the patient should have been locked out for that timeframe. Tss directed the rep to retrieve the session report to confirm all programming and to have the patient try again and see if they continued to get the lockouts. The rep stated that they will follow up with the hcp and the patient. Additional information was received from the consumer on 2020-apr-28 indicated that the patient was still experiencing lockouts. An email was sent to repair. Additional information was received from a company representative (rep) on 2020-jun-16 indicated the patient was scheduled to have the pump replaced on (B)(6) 2020. The account where she was having it replaced did not allow for product to been removed from the hospital. Additional information was received from the rep again on 2020-jun-26 indicated the patient worked with patient services and received a new ptm. It was noted the ptm she had now was not the one she had the issue with. It was further reported the pump was replaced on (B)(6) 2020 and put in mail today for return. During the case the hcp noticed a tear in the catheter. That portion was removed and replaced. The pump and catheter were sent back. The rep had no further information. No further complications were reported.